Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a swelling around the implant side. Treatment with antibiotics (type, duration and dosage not reported) was attempted; however, the issue could not be resolved.the device was explanted on (B)(6), 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed june 30, 2014.